Manufacturer narrative:
The following have been reported incorrectly or missing from manufacturer device report (MDR) 1220648-2024-06938. D6a and d6b revised from the initial submission in accordance with updated procedures f6/f8-should have been left blank. H6 code 1888, 4431, and 4643 were reported incorrectly. New code was added to health effect - impact code. H10 investigation results on supplemental MDR included thrombocytopenia, stroke, and access site bleeding, which was reported in error. Investigation was for stroke only.

Event description:
An abstract was obtained from the academic society. The date of occurrence is the date estimated from the abstract content. The user facility reported a 22-year-old female with acute myeloid leukemia with into remission and with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient was covid positive. Around 10 days after impella 5.0 removal, a right subdural hematoma developed and a craniotomy was performed to remove the hematoma. It is unknown if the patient's subdural hematoma was caused by the impella. Additionally, there was bleeding noted and a blood transfusion was performed. Furthermore, the patient had thrombocytopenia while on impella support. It is unknown if the impella was related to the thrombocytopenia.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the stroke/cva, the access site bleeding ¿ major and the thrombocytopenia issues has been completed since the initial report was submitted. The product was not returned for investigation. As the clinical information was not provided, the root cause of the stroke/cva could not be determined. The root cause of the access site bleeding and the thrombocytopenia issues was not determined since product was not returned and not much information is provided.